Manufacturer narrative:
The user facility is outside of the united states. No medwatch report was received. Current information is insufficient to permit a conclusion as to the cause of the event. No further complications have been reported. Expiration date - unknown. Manufacture date - unknown. This report was filed on april 16, 2010.

Event description:
It was reported that patient underwent knee procedure on (B) (6) 2010. During use of the cutting jig, surgeon elected to use a drill bit instead of the cutting jig holding pin. The drill bit broke and a fragment of the drill bit was retained by the patient. The remainder of the drill bit was discarded by the hospital. No further complications have been reported.